Event description:
During a clinical trial non sponsored by (B)(6), an acute dissection of the renal artery was observed. It was reported that the doctor used a cook sheath (not a (B)(6) product) to cooperate with the cannulation of the celsius thermocool catheter into the renal artery. The physician kept the sheath too close to the ostium of renal artery and this caused a trauma in the vessel wall which resulted in acute dissection of the renal artery that was observed at the end of the procedure. The physician performed an angioplasty and stenting to treat the adverse event. The physician stated that the artery dissection is a common complication in such procedure. The patient was reported doing well at the time of the event was reported. The physician's opinion regarding the causality of this adverse event is due to the use of the cook sheath and not related to the celsius thermocool catheter.

Manufacturer narrative:
(B)(4).